Manufacturer narrative:
Correction and additional information: section d - expiration date, serial number section g - date received by manufacturer; type of report section h - manufacture date; evaluation codes the cls was discarded. The root cause of the wound dehiscence and infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the products met all the requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed an infection and laboratory test identified the presence of enterobacter cloacae. Antibiotics were administered and an explant was performed to resolve the reported event.